Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Per medical records, it was reported that on, (B)(6) 2010 the patient presented with pre-op diagnosis: degenerative disc disease l3-4, l4-5 and l5-s1. Herniate nucleus pulposus at l5-s1. Chronic back pain. Severe left leg radiculopathy. Lateral recess stenosis. The patient underwent: posterior spinal fusion, 360-degree approach. Lumbar laminectomy at l3, l4, l5 and s1. Bilateral foraminotomy for decompression of the nerve root of l4, l5 and s1. Diskectomy on the left side at l5-s1 and on the right side at l5-s1. Placement of mechanical interbody spacer, l4-5 and l5-s1. Placement of bilateral pedicle screws at l3, l4, l5 and s1. Posterolateral fusion from l3 to s1. Use of bmp, autograft, allograft, bone marrow aspiration from the right iliac crest. Use of c-arm interpretation. As per op notes, midline laminectomy was performed on the superior half of s1, l5, l4 and again in the most inferior aspect of l3. Then foraminotomies were performed for decompression of the nerve roots of l4, l5 and s1 up the neural foramen. There was a significant disk herniation at l5-s1 on both the right and left side. Diskectomy was performed on the right side at l5-s1, at the significant bony overgrowth. From the left side, again there was a significant herniation at the side as well, however, it was slightly softer and less bony material was covering the disk space. Then starting at l3 on the left side, under the guidance of c-arm 45mm pedicle screw was placed. Similar procedure was performed on the right side. Exact procedure was performed at l4 and l5. At s1, a 7.5mm screw was placed in the sacral promontory at the appropriate angle to be able to connect the fixation system. Then the interbody spacer was taken to be placed at l5-s1. A rotatable 10mm x22mm cage was placed with autograft along with a small piece of bmp in the most anterior tip of the cage. At l4-5, a similar procedure was performed. A 10mm rotating located a small piece of bmp in the anterior aspect was placed, and autograft more posteriorly. Then the rod material from l4-5 and l5-s1 was placed. This was compressed, tightened and torqued. On the right side, again an appropriate sized fusion device from l4 to s1 was placed. It was torqued and tightened and had an excellent construct on both sides. Bmp, autograft and allograft were placed at l4, l5 and s1. With the graft, a bone marrow aspiration was taken from the right iliac crest, and then again placed with the graft material in the posterolateral gutter with bmp in an enchilada like fashion covering l4, l5 and s1 and then placed an extra bone graft on the top of this. There were no complications during the procedure. Post operatively patient sustained unspecified injuries due to rhbmp-2.